Event description:
A caller reported an error with their continuous glucose monitor (cgm) showing error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided guidance for resetting the pump, and the caller successfully restarted their sensor session, resolving the issue.